Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, we have had 2 incidences recently of the cook cutting loop smoking and sparking during transurethral resection of the bladder (turb) procedures. The doctor would like you to come in to discuss what we can do to avoid this in the future. We have had our bovie and cords examined by biomedical engineering and they have checked out ok. There was some discussion that the bovie settings that they are using may be too high. Despite numerous attempts to contact the reporter in order to obtain additional information about these events, at this time of this report no response has been received. MFR. Report # 1820334-2018-02441 addresses the 1st incident and MFR. Report # 1820334-2018-02789 captures the 2nd incident.

Manufacturer narrative:
Additional information: d4: rpn (catalog #). Investigation ¿ evaluation the device was not returned for an evaluation and no photographs were provided. The lot number is unknown so a search for non conformances could not be carried out. The lot number is unknown so a search for additional complaints could not be carried out. A review of instructions for use, and quality control data was conducted. No complaint product or photo have been returned for assessment and physical evaluation. Identification of product a search of the cook medical urology cutting loops that were purchased by the customer was carried out and cl-2414-ks2 was the only cutting loop part number purchased by the customer since 1st january 2015, making it the most likely device. The device was not returned, and additional information was not made available by the reported of the event. The device is provided with instructions for use that specify power setting limits. A risk analysis was carried out that concluded that investigating additional risk reduction activities was not required at this time. With the available information the conclusion of this complaint is that a cause could not be established. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event information has been received since the last report was submitted on 17sep2018